Event description:
It was reported that patient underwent a procedure utilizing knotless suture anchors on (B) (6) 2009. During the procedure, the doctor was tensioning the sutures and they broke. He was able to advance and seat the sutures and finish the procedure successfully with no injury to the patient or significant delay.

Event description:
It was reported that patient underwent a procedure utilizing knotless suture anchors on (B) (6) 2009. During the procedure, the doctor was tensioning the sutures and they broke. He was able to advance and seat the sutures and finish the procedure successfully with no injury to the patient or significant delay.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Additional testing was performed and found that when excessive force is used to tension the suture, breakage may occur. Testing concluded that when the suture is pulled through the slot with the normal amount of tension, the device performed as intended.